Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implantation procedure, the patient experienced halos, glows, could not see, blurry vision and no colors. Clinical reason being mentioned as patient dissatisfaction. The iol was explanted and exchanged with a with non-company lens intraocular lens in the secondary implantation procedure. Patient symptoms were resolved. In the surgeon¿s opinion, the product contributed to or caused the event. There are two medical reports associated with same event. This file belongs to right eye.